Manufacturer narrative:
(B)(4). Damaged firing trigger handle, damaged spring cartridge lockout tab. The analysis results found that the ats45 device was received with the firing trigger damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/4. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic prostatectomy procedure, when they went to fire the device the trigger broke. It was not reported which firing, what color cartridge was being used or where they were located on tissue. A new device was used to complete the procedure. No patient impact.